Event description:
It was reported that eight re-called parts with end caps attached to each of them, were steam sterilized at 270 degrees f. Exposure time 5 minutes. Dry time 30 minutes wrapped. Subsequently, the end caps melted on the devices during the sterilization process. The parts were set aside and not used. This is 2 of 8 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of device history records for manufacturing revealed no complaint related issues. Product development event evaluation stated the revision f of the product insert contains the following note: the packaging, including plastic end caps, must be discarded prior to sterilization of the device. Only 1 of the 8 nails associated with this complaint contained the revision f of the insert. The previous versions do not contain the note described above. The revision f of (B)(4) was released and implemented in (B)(4) 2012. As stated, the product insert is already up to date with the appropriate information, so no further changes are needed. The revision f and an faq containing the instructions to remove the plastic end cap was sent out to all sales consultants on (B)(4) 2012 as part of the nail recall communications to insure that they had the most up to date information to relay to their customers. Both of these items were also made available on the synthes trauma nail recall portal page in (B)(4) 2012. This condition would have no impact on patient. If nails are ruined during sterilization, the hospital will use an alternative product, available in the hospital.